Manufacturer narrative:
A medtronic representative (rep) tested the equipment at the site. It was found that the motion batteries would not stay sufficiently charged. The motion batteries were replaced. The chargers checked ok, and all batteries checked in the 12 volt range. The issue was then resolved. The rep completed a system checkout, and the imaging system was functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a medtronic field service engineer (fse) was on site and noticed that the motion control batteries were draining faster than expected. The fse was able to replace the batteries and the system was then working as intended. There was no patient present.